Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(6) called in stating that nuts and bolts fell out of the lift. No specifics of where the bolt fell out.